Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was turned off until future ablation. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was turned off until future ablation. The lead remains in service. No additional adverse patient effects were reported. Additional information from the field indicates that the lv was turned off due to physician's preference. The physician did not want to try and pace above that fast ventricular rate, so the lead was turned off until ablation procedure is completed. The physician also indicated that there was nothing wrong with the integrity of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Event no longer meets complaint criteria as it was confirmed that there was no integrity issue with the lead. The lead was turned off due to physician's preference.